Event description:
It was reported that a patient presented to the physician with a deep vein thrombosis (dvt). The physician was going to place a venatech lp filter when it was discovered that a venatech lp was already placed. The filter had migrated to the right ventricle of the heart. The physician placed a filter (cook birds nest) in the ivc. The physician reported that the vena cava may have been too large for the venatech lp. There is no record of where or when the venatech lp filter was placed. It is unknown at this time if the filter will be removed.

Manufacturer narrative:
Device is not available for evaluation. No patient information or device lot number has been provided to the importer.